Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is no power to the pump. The pump reportedly makes a sound upon insertion of the battery. There is no additional information available at this time. This is being reported based on the alleged power issue.

Manufacturer narrative:
(B)(4): the battery cap was not returned with the pump for investigation. Review of the black box and history revealed no activity outside normal use. The black box showed an unconfirmed 'replace cartridge' alarm on (B)(4) 2012 at 2:38 pm. The battery voltage at the time of the alarms was low. The alarm was not confirmed until 4:17 pm. The unconfirmed alarm completely discharged the battery. No damage was found to the battery compartment. A test cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with no alarms or power issues occurring. The pump cover was removed and revealed no evidence of moisture or evidence of damage to the battery flex or the power circuit. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).